Event description:
It was reported that during an inspection by getinge service, the cardiosave intra-aortic balloon pump (iabp) the unit is not working after replacing the cable as part of the corrective action. There was no patient involved.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6( investigation conclusion), h10. A getinge field service engineer while performing corrective action fsca-mca00002038 - screen cable replacement. Part replacement in accordance with the corrective action instructions. Functional tests of the pump. As a result of tests after the corrective action, a problem was found with the pressure transducer. Pump faulty for further diagnostics. Fse replaced pneumatic module to backplane cable to resolve the issue. Fse performed the calibration, functional tests and operational tests.the device is functional.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) the unit is not working after replacing the cable as part of the corrective action. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g2, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusion), h10. Additional contact details: contact person name: (B)(6). Event site postal code: (B)(6). A getinge field service engineer while performing corrective action fsca-mca00002038 - screen cable replacement. Part replacement in accordance with the corrective action instructions. Functional tests of the pump. As a result of tests after the corrective action, a problem was found with the pressure transducer. Pump faulty - for further diagnostics. No further information available regarding the quotation which is being raised for the part. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly. H3 other text : no further information available regarding the quotation which is being raised for the part.